Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Elegance study. It was reported that the patient experienced target-lesion revascularization. The subject underwent treatment with three ranger drug coated balloons on (B)(6) 2021 as a part of the elegance clinical trial. The target lesion was in the left proximal common femoral artery and femoral-anterior tibial bypass with proximal reference vessel diameter of 10 mm and distal reference vessel diameter of 5 mm. The lesion was classified as tasc ii d, with a length of 360 mm and 90% stenosis. Prior to target lesion treatment, balloon dilatation was performed using 3.0 mm x 60 mm sterling pta balloon. The treatment of target lesion was performed by dilatation using study devices 5 mm x 40 mm, 6 mm x 100 mm and 6 mm x 200 mm ranger drug coated balloons. Following post dilatation was performed with 7.0 mm x 220 mm sterling pta balloon and the final residual stenosis was noted to be 10%. On (B)(6) 2022, 315 days post-index procedure the subject developed worsening peripheral artery disease in left common femoral artery. In response, the left common femoral artery to anterior tibial artery was bypassed with 6 mm ringed propaten ptfe. Following that, a left lower extremity angiogram was performed which demonstrated widely patent common femoral artery to profunda bypass and patent femoral to anterior tibial bypass with significant thrombus. This was felt to be due to the on table cryovein bypass thrombosis led to embolization in the anterior tibial artery outflow. Next a graftotomy was performed in the distal propaten graft and 2 fogarty was passed into the distal anterior tibial with removal of significant chronic thrombus resolving the issue.

Event description:
It was reported that the patient experienced target-lesion revascularization. The subject underwent treatment with three ranger drug coated balloons on (B)(6) 2021 as a part of a clinical trial. The target lesion was in the left proximal common femoral artery and femoral-anterior tibial bypass with proximal reference vessel diameter of 10 mm and distal reference vessel diameter of 5 mm. The lesion was classified as tasc ii d, with a length of 360 mm and 90% stenosis. Prior to target lesion treatment, balloon dilatation was performed using 3.0 mm x 60 mm sterling pta balloon. The treatment of target lesion was performed by dilatation using study devices 5 mm x 40 mm, 6 mm x 100 mm and 6 mm x 200 mm ranger drug coated balloons. Following post dilatation was performed with 7.0 mm x 220 mm sterling pta balloon and the final residual stenosis was noted to be 10%. On (B)(6) 2022, 315 days post-index procedure the subject developed worsening peripheral artery disease in left common femoral artery. In response, the left common femoral artery to anterior tibial artery was bypassed with 6 mm ringed propaten ptfe. Following that, a left lower extremity angiogram was performed which demonstrated widely patent common femoral artery to profunda bypass and patent femoral to anterior tibial bypass with significant thrombus. This was felt to be due to the on table cryovein bypass thrombosis led to embolization in the anterior tibial artery outflow. Next a graftotomy was performed in the distal propaten graft and 2 fogarty was passed into the distal anterior tibial with removal of significant chronic thrombus resolving the issue. Updated form was received that updated the onset date. On 2(B)(6) 2022, the subject visited with failing left cryovein bypass and need for revision of left bypass graft.